Manufacturer narrative:
On 5/16/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 5/31/2018, mentor became aware that the patient also experienced capsular contracture on the left breast. In addition, on 6/1/2018, mentor became aware that the grade for the capsular contracture was I-ii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: lot #190143. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor siltex round moderate profile 375cc saline breast prosthesis. Left breast prosthesis deflation was diagnosed by physical examination. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor on 6/7/2018, the device received without fluid. Examination of the device revealed a rent measuring 0.5 cm near to an area of siltex cracking on the anterior aspect. Parallel lines of shell wear were observed on both aspects. No other anomalies were observed. Mentor performs 100% inspection and testing of all devices prior to release: product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. A possible cause of the failure could not be determined. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. A complaint of capsular contracture in the breast was reported, with the information provided, product evaluation concluded the reported complaint of capsular contracture in the patient was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture and deflation are known complications associated with these devices and are referenced in our current product insert data sheet. The device history record ( DHR) of lot number 217452 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).